Manufacturer narrative:
B5, h6: additional information. One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent motor run testing; error 1870 was duplicated, confirming the reported complaint. A faulty motor was noted, which was then replaced. The problem source has been determined to be unknown. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that incident occured during testing.

Manufacturer narrative:
The smiths medical pump was returned for analysis and it was found to be in good physical condition. Error 1870 was found in the event log. The customer's reported problem was duplicated. Error "1870" was duplicated during motor run test. No issue was found with the lens. The cause was found to be because of a faulty motor.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting with lec 1870. Additionally, the screen was damaged. There were no adverse events reported.